Manufacturer narrative:
On assessment of thopaz + drains they discovered that the setting was -9kpa, which the thopaz digital chest drain defaults to the setting in kpa. In (B)(6) the default unit of measure for suction is cmh2o. The 9kpa pressure was applied to chest cavity after a lobectomy resulting in tension of mediastinum and bear patient arrest. Patient profoundly hypotension and periarrest in recovery unit. Scrub nurse had turned device on and left. Surrounding staff could not figure out cause of hypotension or interpret digital chest drain settings. Chest x-ray showed problem and surgeon arrived to disconnect chest drain ending dangerous suction. The customer claims that this device should not default to kpa in (B)(6) and should not be able to deliver suction pressures that high. At least with no alarm this is dangerous. The affected device will not be returned by the hospital as it is not defective and still used. Based on this we can state that the device worked according to its specifications.

Event description:
On 5/21/2021, medela ag was made aware of an incident regarding a thopaz+. The (B)(6) hospital alleged that a (B)(6) year old patient had a chest drain inserted post right vats upper lobectomy. The thopaz+ drain was not turned on until the patient was in recovery. Patient sustained life threatening tension of mediastinum due to drain being set at -8kpa instead of -8cmh2o. Patient was peri-arrest required metaraminol and was reviewed by intensivists for a possible high dependency unit bed prior to being discharged from recovery to the ward. Incident occurred on (B)(6) 2021. The patient was discharged from the hospital on (B)(6) 2021.